Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose on unknown date with blood glucose level was above 600 mg/dl. Customer was driving and she did not have the box of the infusion set and reservoir. Insulin delivery was not suspended due to sensor glucose and blood glucose difference. The insulin pump will not be returned for analysis.